Event description:
Additional information received from the consumer reported the circumstances that led to the implant turning off was due to them not knowing they had to charge their battery ¿until signal.¿ after charging instructions were reviewed the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding therapy. The caller stated that last night, the patient had a return of symptoms and knows the implantable neurostimulator (ins) is turned off. The caller stated that the patient charges pretty much everyday for about thirty minutes (sometimes a little longer). The caller stated that the ins has shut off a couple times this month, and stated that they are unsure why. The caller stated that the patient looses their mobility and starts shaking when the ins is turned off. Patient services (pss) had the caller start a charging session and could hear the wireless recharger (wr) connect to the ins and maintain a connection. Pss then had caller check the ins with the 37642, and the caller stated to seeing a low message on the screen. Pss reviewed with the caller that the ins needs to be charged before resuming stimulation. Pss reviewed normal charge duration times and advised the caller to monitor the ins battery level before and after each session.